Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient underwent surgical intervention on an unknown date to revise the pocket site (related manufacturer reference number 1627487-2021-13939). The ipg was not placed into surgery mode and it stopped communicating with external devices. A manufacturer representative met with the patient and deemed the ipg to be inoperable. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the entire scs system was explanted.